Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found network interface was unavailable. Upon troubleshooting actions, fse identified that the software was corrupted. Fse reloaded the suite pc software. After reloading the software, the system was returned to use in good working order.